Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple call service alarms observed in the black box and alarm history. There were no call service alarms, errors or other warnings during the investigation; the product performed within specification. Unrelated to the original complaint, the display was dim and discolored. Also unrelated the battery and cartridge compartments were cracked. The pump cover was removed and moisture corrosion was found to the motor flex. The contrast button had an intermittent response with contamination found under the button contact when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.